Event description:
See initial report.

Manufacturer narrative:
H11: the involved gas blender was manufactured in 2013 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: an improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); a defective gas blender's component (gas mass flow controllers and relative flow sensor). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. The investigation results confirm that the reported issue was related to several leaks in the gas circuits. The unit has been scrapped due to uneconomical repair. Considering the aging of the unit (manufacturing year 2013), it cannot be ruled out that the wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a gas blended re-displyaed error calibration fault (e19) after repairs at manufacturing site. Repairs have not been completed. Issue occurred at the unpacking. There was no patient involvement.